Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 592-600 mg/dl range. Cause was not known. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.